Manufacturer narrative:
(B)(4). Report source: foreign: the reported event occurred in (B)(6). The device was not returned for evaluation as the device location is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient with a current right shoulder replacement and an elbow replacement requires replacement of the humeral components due to loosening. Additionally, the components will need to be replaced to preserve the maximum amount of bone in the patient's right shoulder. The surgeon submitted a pmi request for an im humeral rod with custom connection on the distal end. No information regarding date of revision surgery was provided. No further information has been provided.